Event description:
Subpectoral 160cc implants. The pt had an injury at work, had significant left shoulder pain, & following that, there was a change in the left breast implant. The pt has only noted chest wall pain after the accident. In the ensuing 6 months, the pt had significant developement of fatigue as well as achiness in both shoulders, forearm & left axilla as well as left shoulder & chest wall. The pt has capsular contracture. As a result of capsular contracture with pain as well as high-probable ruptures with possible systemic symptoms that may be related to silicone, implant removal is medically necessary.